Event description:
On (B)(6) 2018, I had cataract surgery. On (B)(6) 2018 my vision became cloudy with floaters and inflamed. I went to the emergency room on sunday on (B)(6) 2018 because the pain was excruciating. The ER gave me eyedrops. On monday (B)(6) 2018, I saw dr (B)(6) and he referred me immediately to the retina specialist, dr (B)(6). He gave me 3 shots in the eye of steroids and antibiotics. Also, took a sample for the lab. On (B)(6) 2018, the infection returned, so dr (B)(6) admitted me to the hosp and did surgery on my eye to clean out around the lens. I saw dr (B)(6) on (B)(6) 2018 to remove the stitches and said the infection has gone and I no longer need the eyedrops. On (B)(6) 2018 infection is back so I went back to retinal specialist and see dr (B)(6) because (B)(6) has gone. He prescribed durezol and moxifloxacin. Dr (B)(6) returned and referred me to dr (B)(6) at (B)(6). On (B)(6) 2018, I saw dr (B)(6) then I saw dr (B)(6) the next day and they scheduled me for another surgery to remove the lens and the membrane around the lens. I have decided to wait on that as long as the drops are working.